Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 255-high (mg/dl) and went into diabetic ketoacidosis. Customer was admitted to the hospital and received an insulin drip to address bg level. Reportedly, the customer was using off-label insulin with the pump. Additionally, it was reported that the customer received an occlusion alarm and took no action to resolve it. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.